Event description:
When the nurse was preparing to give a patient insulin, she pulled this particular syringe and the numbers indicating the amount of insulin drawn up were faded making it unsafe to use.